Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The customer reported ten unconfirmed false positive results with the ID now covid-19 assay performed using one lot on an unknown date. This MFR. Report addresses test ten (10) of ten (10). The customer reported an unconfirmed false positive result with the ID now covid-19 assay performed on an unknown date. Confirmation testing was not performed. The customer confirmed there was no patient harm, delay or impact in the patient's treatment due to the test result.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1087594 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1087594, test base part number 190-430 / lot: 1087594. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1087594 showed that the complaint rate is(B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible cause could be cross-contamination. H3 other text : single use, device discarded

Event description:
The customer reported ten unconfirmed false positive results with the ID now covid-19 assay performed using one lot on an unknown date. This MFR. Report addresses test ten (10) of ten (10). The customer reported an unconfirmed false positive result with the ID now covid-19 assay performed on an unknown date. Confirmation testing was not performed. The customer confirmed there was no patient harm, delay or impact in the patient's treatment due to the test result.